Event description:
(B)(4). Tubing for non-invasive lower arterial vascular study was plugged into IV line port instead of cuff tubing on right arm. Inflation process was begun. But for the slide clamp on the IV tubing, a major air embolism and pt death would have occurred.

Manufacturer narrative:
Field correction is ongoing for all units. Parks project# (B)(4) authorizes cuff hose connector that is not compatible with luer fittings. This will comply with aami / ansi / iso 80369-1, small-bore connectors for liquids and gases in healthcare applications - part 1: general requirements. After compliance with the standard aami/ansi/iso 80369-1, luer fittings will continue to be used for intravenous apparatus only, none on parks products.